Event description:
During a cardio-version attempt the device did not deliver energy to the patient. Cath lab staff state the device did not respond with the expected "thump noise" when the shock was delivered and the patient did not respond to the shock. A back up device was obtained, the same electrodes were used and care to the patient was continued. The back up device did successfully deliver defibrillation energy to the patient. The reporter stated there was no adverse affects to the patient as a result of device operation, due to the availability of the back up device.